Event description:
It was reported that during the patient's revision procedure (manufacturer reference number for 1627487-2022-05075 & 1627487-2022-05078), when the physician opened the ipg pocket, white fluid was observed, and cultures were obtained. Surgical intervention was undertaken wherein the ipg was explanted during the procedure, replaced and the ipg pocket was relocated. Oral antibiotics were also prescribed to address this issue. An abbott representative later reported during follow-up that cultures indicated no infection, and no further interventions are planned.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.